Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been getting battery out limit alerts, failed battery alerts, and the insulin pump¿s display was blank. The customer declined troubleshooting for the alerts. The customer¿s blood glucose level was unknown. Troubleshooting was performed for the blank display. The customer was advised to insert a new battery and if the display does not return to revert to a back-up plan per health care professional¿s instructions. They will be sent a replacement battery cap. The device will not be returned for analysis.